Event description:
It was reported that the pt underwent a sling procedure in 2005. The pt experienced urinary retention immediately after the procedure. The pt had an indwelling catheter inserted in the emergency room. On post-operative day 17, the tape was excised with cystoscopic scissors, and a vaginal incision was made and additional tape was removed. The pt remains incontinent and the dr is planning to repeat the procedure.